Event description:
It was reported that balloons rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal right coronary artery. A 3.00mm x 15mm and a 3.50mm x 15mm emerge balloon catheters were advanced for dilation. However, during the second inflation at nominal pressure for 3 seconds, the balloons ruptured. The procedure was completed with another of the same device. There were no patient complications.